Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted. The insulin pump was received with a torn keypad overlay, a cracked case at the display window corners, and minor scratches on the display window.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 110 mg/dl. Alarm and possible causes were explained to the customer. Customer's was sweating more than usual while cleaning outside. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.